Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in impedance and the impedance is high. The lead also had high pacing threshold. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that there was a right ventricular pace lead impedance alert occurred on 2014-(B)(6). The maximum ventricular pace impedance rises from 1568 ohms the week ending 2012-(B)(6) to greater than 3000 ohms the week ending 2014-(B)(6).